Manufacturer narrative:
The information provided to assess na+ elevated discrepant results was not sufficient to complete the investigation. The samples appear to be from different patients, with no clear information regarding the comparative analysis that caused the customer to suspect the results were incorrect. Question results are properly employed as an error diagnostic during sample measurement when an anomaly is detected by the system. There does not appear to be a systemic issue with numerous samples resulting in question results for po2. There was not adequate information provided to understand the causes of the question results on the days in which they occurred. The cartridge appears to have been performing typically.

Manufacturer narrative:
The customer states they use wipes to disinfect the finger before capillary puncture. A review of the msds of these wipes show they contain benzalkonium which is a known interfering substance for the na+ sensor as listed in the rp405 operator's manual.

Event description:
The customer reported implausible and elevated results for sodium.there was no report of injury due to this event.